Event description:
It was reported that an interrogation of the implantable pulse generator (ipg) showed question marks on the interrogation report and a note of invalid data was present for the rate histograms. A bit flip was suspected. A review of the ipg clinical data indicated 8 parity errors over the previous 8 weeks. It was noted that the patient had just finished radiation treatments in the vicinity of the ipg a week prior. The ipg remains in use. No patient complications have been reported as a result of this.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that both atrial and ventricular rate histogram data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation of the implantable pulse generator (ipg) showed question marks on the interrogation report and a note of invalid data was present for the rate histograms. A bit flip was suspected. The ipg indicated 8 parity errors over the previous 8 weeks. It was noted that the patient had just finished radiation treatments in the vicinity of the ipg a week prior. The ipg remains in use. No patient complications have been reported as a result of this event.